Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo,the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient had dizziness episodes and the physician noticed an impedance jump and noise when the patient moved their arm from the right ventricular (rv) lead. The lead had a confirmed fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.